Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to pain and fluid. Patient's legal counsel further reported that fibroconnective tissue and bone with necrosis surrounding the acetabular head and liner, granulation, inflammation, metallosis fluid and a pseudotumor were allegedly noted during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to pain and fluid. Patient's legal counsel further reported that fibroconnective tissue and bone with necrosis surrounding the acetabular head and liner, granulation, inflammation, metallosis fluid and a pseudotumor were allegedly noted during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient revision operative report notes the presence of pseudotumor on the posterior, lateral aspect of the trochanter, synovitis clear fluid, and metal staining throughout the hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.